Manufacturer narrative:
The hf cable was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar reported events related to the device the most probable cause of the reported event could be attributed to user handling. The IFU provides instruction before procedure which states: the device has a restricted service life and to not use the hf cable after one year of use. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation and to replace the cable. The IFU also cautions users as ¿when used as intended this product is more or less subject to wear depending on the intensity of use. In case a product has externally visible defects contact the responsible olympus representative at once.¿

Event description:
Olympus was informed that during an unspecified therapeutic procedure the hf cable burnt straight in half. The burn mark on the hf cable is located six inches from the tip where it connects to the valleylab force fx generator. There was no injury to the patient/user reported. Limited information was provided, however, the user facility noted that the damage to the cable could be attributed to the age and/or having minor damage that went unnoticed.